Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported the intraocular lens (iol) was exchanged due to the patient's inability to adjust to glare while driving. Additional information has been requested.